Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: (B)(6) operated on this patient on (B)(6) 2014 for an incisional hernia repair. He placed the mesh at the site of the defect and used the protack to secure it onto the abdominal wall. Nine days post-op he had to bring the patient back to surgery, because of possible bowel obstruction. When (B)(6) opened the patient he noticed there was a hole in the mesh approx. 10cm x 6cm where the bowel was herniating though. All the tacks and sutures where still secured to the abdominal wall. He removed the pco mesh and tacks. Then did a component separation and placed a piece of symbotex 30 x20 to repair the hernia.